Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the patient experienced a skin reaction to the sensor adhesive. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the on the upper buttocks under the sensor patch. The reaction was described as a skin irritation with puss and scarring. Affected area was treated with over the counter hydrocortisone cream. Hydrocortisone cream. The patient did not visit a medical facility for this reaction. At time of contact the current condition of the patient was stable. No additional event or patient information was provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.